Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination of the balloon identified no damages to the balloon, blades or markerbands. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, two pinhole leaks were identified in the balloon material. The pinholes were located over the proximal and distal edge of the distal markerband. No issues were observed with the balloon material or with the distal markerband which could have contributed to the pinhole leaks. A visual and tactile examination of the hypotube identified multiple kinks at various locations along its length. A visual and tactile examination of the distal extrusion identified a kink in the distal extrusion, approximately 12cm distal to the port. No damage was observed with the tip section of the device. As a result of the kink in the distal extrusion, it was not possible to pass a 0.014inch size wire through the wire lumen. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon and 1.75mm rotapro were selected for use. During the procedure, the balloon was pressurized upon first dilatation at 30 seconds. However, the balloon ruptured at the distal part during the second dilatation at 12 atmospheres within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon and 1.75mm rotapro were selected for use. During the procedure, the balloon was pressurized upon first dilatation at 30 seconds. However, the balloon ruptured at the distal part during the second dilatation at 12 atmospheres within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.